Manufacturer narrative:
Patient's information not provided/ unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the healing collar would not seat. The doctor had another healing collar to use and it seated fine.

Manufacturer narrative:
One healing collar (hc563) was returned for inspection. A visual inspection revealed wear and damage (deformed) around the threads. The product was functionally tested, and it was confirmed that the collar would not seat or even screw into a mating implant past the first thread. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. A singular cause could not be determined. (B)(4). UDI number: (B)(4).